Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ visibility/ palpability: unable to observe as it is not related to the device. ¿ pain: unable to observe as it is not related to the device. ¿ changes in sleep habits: unable to observe as it is not related to the device. ¿ other medical event ¿ other ¿ medical ¿ ndr: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
]Healthcare professional reported later capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side pain, "change in size", "tenderness", "redness" and rupture. Post nasal drip, cough, and insomnia are not related to device. Device remains implanted.